Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to address the reported event. The fse disassembled the unit and cleaned the 6 way valve and injection valve. Fse tightened all fittings and observed the rinse well foaming and not draining properly. He cleaned protein buildup from drain to rinse well and bleached it. He then shortened the waste tubing to the drain,and had some blockage. He updated the software to ver.5.23 and centered the needle into tubes. The fse then ran qc and several racks of patient samples, all with good results. The issue was resolved and all errors cleared. The g8 analyzer was functioning as intended. No further action required by field service. The probable cause of the event was waste line obstructions. A complaint history review for (B)(4) was conducted from (B)(6) 2015 through (B)(6) 2016 for similar complaints. There were no similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported low total areas on whole bloods with the g8 analyzer. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.